Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) regarding a patient who was receiving dilaudid 4 mg/ml at 3.5038 mg/day, bupivacaine 20 mg/ml at 17.519 mg/day, compounded baclofen 300 mcg/ml at 262.78 mcg/day, and clonidine 100 mcg/ml at 87.59 mcg/day via an implantable pump for malignant pain and other carcinoma. It was reported the patient experienced unspecified intrathecal medication withdrawal (specific symptoms were not documented) on (B)(6) 2017. The patient had contacted the clinic and reported withdrawal symptoms. They had cancelled their previous pump refill appointment secondary to financial and transportation constraints and their pump reservoir was empty. The etiology of the event was noted as related to the drug (specifically, hydromorphone and baclofen), device or therapy and not related to the implant procedure. The pump was refilled on (B)(6) 2017 and the outcome was indicated as 'resolved without sequelae' as of (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.